Event description:
A customer contacted haemonetics on (B)(6) 2010, to report that a mcs+ machine returned all the saline during the first cycle. No donor or operator injury was reported.

Manufacturer narrative:
The device has not been returned therefore no formal eval has been performed. The customer stated that the "rinsing draw line" part of the procedure seemed to be taking too long and then noticed that the saline bag had emptied. The procedure was then stopped, the program was saved and the procedure was ended without incident. All procedure complete numbers were accurate, the customer stated that there were no alarms during the prime or procedure. The machine is now in use. Haemonetics has not received any additional reports of this problem from the customer. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. The device air detector did not alarm to alert the operator that the saline bag had emptied. The operator used good clinical judgment to stop the procedure. (B)(4).